Event description:
It was reported that approximately 42 months post-implant of a bifurcated device and an infrarenal aortic extension, an endoleak was identified at the main body of the bifurcated device. Reportedly, a computed tomography scan identified an endoleak apparently in the bottom segment of the bifurcated device. The physician chose to reline the device with an additional bifurcated device and two limb extensions, which resolved the endoleak. The patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
The device remains implanted in the patient. Operative images were provided for clinical assessment and were reviewed by internal medical director with the following impression: there is no indication that there was an endoleak in the bottom segment of the device, as reported. There were no issues with the implanted device. After forty-two months the remodeling process caused loss of the device-wall apposition, which resulted in the endoleak. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.